Event description:
It was reported that the patient's device started making loud noises and had stopped producing oxygen. The device's power had went out. As a result, the patient' called 911 and were assisted by paramedics. Patient did not need to go to the hospital. It was noted that the patient had an oxygen tank for a backup at the time. The patient's device was replaced and the patient is doing fine.

Manufacturer narrative:
B3: date of event is estimated. Device was not returned. No other information is available at this time to determine any other probable cause and/or the exact cause of the event.